Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin and pin 6 (sda) on keypad assembly. Device properly uploaded on to carelink. No upload/download anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose level was 47 mg/dl and other blood glucose was 70 mg/dl and 72 mg/dl. The customer experienced symptoms like shaking, sweating, mental confusion and liability to follow simple commands. The customer also stated that the alarm occurred second time. The customer was performed self test and it was not ok. The insulin pump will be returned for analysis.